Event description:
The customer's father stated that insulin leaked from the reservoir. The customer's blood glucose reading at the time of the report was 412 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused ot contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once analysis has been completed.